Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure there were malformed staples were found after firing. Changed to hand sewing to complete the procedure. No adverse event on the patient. As the patient had hepatitis, samples have been discarded.